Event description:
It was reported that additional information was received from product investigation closure, and a supplemental report is being filed. Boston scientific received information that the left ventricular (lv) lead experienced dislodgement due to twiddler's syndrome. A surgical intervention was performed in order to resolved the issue. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted set screw mark noted on the terminal pin. Blood/body fluid noted in the lumens. The laboratory analysis was unable to confirm the reported field allegations. The lead tip has no visible signs of damage or defect which would lead to dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead experienced dislodgement due to twiddler's syndrome. A surgical intervention was performed in order to resolved the issue. The lv lead was explanted. No additional adverse patient effects were reported.